Event description:
It was reported that during a cryo-ablation procedure using a polarsheath blood leaked from the sheath. The leak occurred after the sheath was inserted into the patient and they confirmed reverse blood with the side port. They then exchanged the sheath and the issue was resolved. The procedure was then completed with no patient complications. The sheath is expected to be returned for analysis.

Event description:
It was reported that during a cryo-ablation procedure using a polarsheath blood leaked from the sheath. The leak occurred after the sheath was inserted into the patient and they confirmed reverse blood with the side port. They then exchanged the sheath and the issue was resolved. The procedure was then completed with no patient complications. The sheath has been returned for analysis. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the sheath was first visually inspected, and it was noted there was possible damage to the hemostatic valve. Next, the sheath was put through procedural testing by replicating aspiration. The sheath failed this aspiration test as air was visible in the flushing line each time the syringe was drawn. The next procedural test examined the hemostatic valve, which found the sheath was not able to maintain pressure even when there was nothing across the valve. Finally, they gently pressurized the sheath, while the distal tip was plugged, and the pressure decay value indicated a gross leak of the hemostatic valve. With all the available information boston scientific concludes the allegation of a leak from the hemostatic valve is confirmed. The kind of damage seen in testing can lead to leaks and could allow fluid to leak out of the sheath during use.